Event description:
It has been reported to philips that the system displayed a generator busy error, which could prevent imaging. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a planned treatment was performed when the issue happened. The procedure was completed by moving automatically restart. A philips field service engineer (fse) inspected the system and confirmed that the system geometry could not be moved electrically. After reviewing log file, fse found geometry related malfunction. Fse cleaned the high voltage plug of the front x-ray tube. After cleaning the tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.